Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq large volume pump failed to start infusion. This issue was further described as, "the device tried extra hard to pump the fluid but couldn¿t". This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log revealed a system error (se) 20602 (monitor motor stall). A flow accuracy test was performed and found to be within the product specification range. The failure to start infusion and identified se 20602 could not be reproduced during functional testing. The reported condition was not verified; however, a se 20602 was identified. The cause of the identified se 20602 could not be determined; however, the device met specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.